Event description:
It was reported that the handpiece began leaking a watery fluid during the cleaning and sterilization process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. Service completed any necessary maintenance and repairs.